Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diabetic ketoacidosis due to high blood glucose and was hospitalized for 2 days. It was reported that the insulin pump alarmed a critical pump error with an open book image displayed on the screen. The customer reported vomiting, headache, unwell, and tiredness as symptoms at the time of hospitalization event. The event involved product(s) mmt-1885. Troubleshooting was performed for the reported events. The customer reported high blood glucose and ketones led to hospitalization. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode/smartguard feature was active. The customer reported a critical pump error/open book image error. The healthcare provider also reported a small crack in the pump. No further patient complications were reported. A product return for mmt-1885 was requested, and the customer responded that the pump would be returned.